Event description:
The customer reported mid procedure, there was a change in the device's sound and ultrasound confirmed that the dispersion wire was no longer rotating. Upon withdrawal, the dispersion wire was found to have detached from the motor drive unit and remained in the patient. It was removed without harm to the patient. A new device was used and the procedure continued without further delay. There was no patient injury reported.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number was found. The suspect device was returned for evaluation. The returned device arrived in the engaged position (position two). Visual inspection showed dried blood, a detached inner wire, and multiple kinks along the catheter, confirming the reported complaint. Measurement of the components indicated the wire had broken just beneath the strain relief. Magnified examination of the wire surface revealed a rough, brittle break consistent with material failure. The motor drive unit was disassembled, and the remaining wire fragment was observed inside the cartridge. The wire is supplied by an external vendor. The root cause was attributed to a supplier related material defect.